Event description:
It is alleged that the patient underwent a discectomy and spinal fusion at l5-s1 using rhbmp-2/acs. Before the surgery, the surgeon sought and was granted permission to expand the surgical levels to include level l4-l5 if warranted based on what was revealed during surgery. At the beginning of the procedure, the surgeon mistakenly removed the healthy disc at l3-l4 instead of the diseased disc at l5-s1. After the error was discovered, the surgeon sought and received permission to perform a three level fusion from l3-s1 which was necessitated by the negligent removal of the disc at l3-l4. For 75 days post-operatively, it is alleged that the patient experienced numerous symptoms of infection but was not treated. On the 76th day post-op, the patient underwent a second surgery to remove a large pocket of infection. Two days later, the patient underwent a third surgery to remove more infection and dead tissue. During the third surgery, rhbmp-2/acs was reportedly "injected" into the space where the infection and dead tissue had been removed. A fourth surgery took place 70 days after the third surgery, however the reason for and result of the surgery were not reported. Reportedly, the surgeries resulted in "compromised fusion graphs which will require more surgeries."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had degenerative disk disease at l2-3, l4-3 and l5-1. The patient tried conservative treatment with minimal improvement. The patient was recommended to undergo tlif of l5-s1 level. The patient's surgery was canceled because of elevated crp. The patient had evaluation that was negative for any evidence of infection and rheumatological problem. The patient underwent l3, l4, and l5 laminectomy, decompression of the cauda equina and bilateral foraminotomies, as well as a l3 to s1 posterior interbody fusion with placement of an interbody cage device to l3-4, l4-5, and l5-s1, as well as a posterior lateral fusion from l3 to s1 with the use of segmental pedicle screw fixation, the use of right posterior iliac crest bone marrow aspirate with allograft bone graft, as well as infuse with local autogenous laminectomy bone graft. Per the operative notes, "intraoperative fluoroscopy was used to confirm that we were at the ls-s1 level. We localized the level. We then carried the exposure out to expose the transverse processes bilaterally at l4-l5 and sacral ala. We were careful not to disrupt the adjacent facet joints. However, upon re-imaging, we noticed that the ls-s1 facet joints were very close to the l4-s facet joints, and because of the spondylolisthesis, they appeared to be at the same facet joint because of the pars defects, subluxation, and the proximity of the facet joints. On the left side, we had already exposed the facet capsule at l3-4, and at this point, a decision was made that because of the fusion being performed at l4-5 and l5-s 1 with a incompetent facet joint on the left side that he would be at high risk of perhaps further instability. We sent [attending surgeon] out of the operating room to talk to the patient's family and talked to his wife, and we told him that although we had not preoperatively talked about extending the fusion up to l3-4 and doing only l4-5 and l5-s1 because of the possible instability in the future that I had recommended we include l3-4 and this was an intraoperative decision. I left the decision up to the patient's wife. If she had any objections, we would consider not doing this fusion. [Attending surgeon] spoke to the wife and relayed the information back to me in the operating room that she wanted us to go ahead and proceed with the fusion at l3-4. This being the case, we removed the spinous processes at l3, l4, and ls. Decompressing the segment at l2-3, l3-4, l4-5, and ls-s1. We then packed each of cages with the infuse sponge and then impacted the interbody cage devices at ls-s1, l4-s, and l3-4 making sure that they were in the appropriate position under fluoroscopic visualization. More autogenous bone graft was packed posteriorly into the disk space behind the cage making sure that it did not extrude into the epidural space. At this point, pedicle screws were placed bilaterally in the pedicles of l3, l4, ls, and s1. Specimen(s): l3-4, l4-s, and ls-s1 disks were sent to pathology." Pathology results: fibrocartilage consistent with disc material, scant skeletal muscle and scant lamellar bone. The specimen consists of multiple fragments of cartilage, bone fragments and connective tissue that is white to red in color. The patient was noted to have hypoxemia intraoperatively which required 100% oxygenation. The patient was found to have a lower extremity dvt and an ivc filter was placed. Since his surgery, he has had persistent nausea and vomiting. The nausea and vomiting is constant and is worsened with an empty stomach. He denies changes in his urination and bowel movements. It was felt to be due to his analgesic medications and all of his pain medications were stopped. The patient's discharge diagnosis was as follows: spondylolisthesis at l5-s1 with spinal stenosis and degenerative disk disease, status post l3, l4, and l5 decompressions as well as l3-s1 transforaminal lumbar interbody fusion. Acute deep vein thrombosis of the right lower extremity involving the peroneal vein in the calf. Acute on chronic renal failure. Eleven days post-op, the patient's incision appeared to be healing quite well. It is clean, dry, and intact. There was some mild erythema, but no evidence of warmth, drainage, or anything to suggest infection at this time. The x-rays look satisfactory. The patient reported persistent nausea and vomiting after the spine surgery. The patient underwent evaluation by gastroenterology without any clear etiology found. The patient had a gastric emptying study that ruled out gastroparesis. He also had an esophagogastroduodenoscopy that was negative, no source of nausea and vomiting identified. Thirty three days post-op, the patient presented for pain management. The patient states that he has been smoking marijuana recently in order to be able to calm some of his nausea and be able to keep some food down. The patient reported having decreased vision after the surgery. Forty six days post-op, the patient reported generalized headache. He also noted that ever since the surgery, his vision is not the same, especially difficulty reading. No fevers, chills, sweats. Seventy five days post-op, the patient presented to the ER with worsening swelling and pain in his lower back for the approximately the last five days. The patient also states that he had a feeling of general malaise or illness recently. Based on history and physical exam as well as MRI imaging, the patient was found to have a large fluid collection, approximately 10.5 cm x 6 cm x 7.2 cm over the posterior spinal elements from l3 to l5, causing spinal canal stenosis that is most severe at the l4-l5 level. Based on the results of this MRI, the patient was brought to the operating room 76 days post-op for incision and drainage of the epidural abscess and exploration of the fusion mass and dura from l3 to s1 as well as irrigation and debridement of necrotic tissue. Per the operative notes: ''the incision was taken down to the subcutaneous layer which resulted in expression of significant amount of pus. The fascia was completely opened and a significant amount of pus was expressed and suctioned. The fusion mass in the dura were also inspected and were carefully irrigated and debrided of all the loose fragments. The majority of the bone graft which did not appear to have fibrous infectious material on it were left intact. The screws were also noted to be stable and these were irrigated with pulsatile lavage in the lateral gutter along with the wall of deep wounds. Six liters of duobiotic solution pulsatile was used. Necrotic tissue was removed. The wound was suctioned dry." Diagnosis was deep infection of lumbar spine associated with hardware. The patient was placed on antibiotics including daptomycin and ceftriaxone. The patient was taken back to the operating room 2 days later for a re-debridement and closure of the wound. At that time, the wound looked much better, and there was no further evidence of persistent infection. After complete debridement of the tissue superficially and deep to the fascia and also in the lateral gutter and overlying the dura. Further irrigation of the wound was then performed. Posterolateral gutters were then exposed, and after suctioning this area dry, cancellous chips 30cc divided equally with medium kit bmp along with dbx dbm was placed over the transverse processes from l3 through s1 sacral ala bilaterally. Following a second debridement, a PICC line was placed for long-term antibiotics. The final cultures demonstrate that the pathogen responsible is propionibacterium acnes. The final recommendation was for him to be on penicillin-g 24 million units q.24 h. Constant infusion. The patient had MRI of the brain to rule out central cause of vomiting that was negative. Although he struggled with nausea and vomiting, his back pain had resolved postoperatively. The patient had a chest x-ray to evaluate new complaint of dyspnea, would consider gentle diuresis. Eighty nine days after the initial surgery, the patient presented to the emergency room where the patient's potassium was 7.2, and the patient was admitted to the hospital for treatment. Diagnosis: hyperkalemia. This is likely related to mild dehydration. It is also possible that this may be related to patient's ace inhibitor. At this time, the patient will be given hydration to improve the patient's kidney function. Ace inhibitor was discontinued. At 136 days after the initial surgery, the patient's hospital records note subsequent nausea and vomiting in response to administration of opiate-type pain medication. The patient continues to be nauseous and vomits on daily basis even after transitioning him from opiate medication.

Event description:
On (B)(6) 2010:x-ray lumbar spine: degenerative and osteoarthritic changes are seen associated with mild scoliosis. There appears to be a small component of instability on the flexion and extension views centered at l5-s1 and there is limited range of motion on forward flexion. At l2-3, there is moderate discogenic disease noted with a 3mm right paracentric disc protrusion, noted compressing the right l3 nerve root within lateral recess. Discogenic disease of the lumbar spine. There are bilateral pars at l5, with approximately 2mm of anterolisthesis of l5 on s1. In addition, there is severe discogenic disease at this level with a 5mm disc bulge noted, which compresses the right s1 nerve root within the lateral recess , and both l5 nerve roots within the neural foramina. On (B)(6) 2010 "pt. Had an epidural three days ago and it has taken away about 40 to 50% of (the patient¿s) pain." On (B)(6) 2011 - in the past year (the patient has had) 4 lumbar spine surgeries. (Patient¿s) initial surgery was an l3 to 51 posterior lateral and interbody. (Pt.) Has hardware and is on chronic suppressive oral antibiotics for a p. Acnes infection. (Patient¿s) main complaint today neck pain rating to left shoulder blade without arm symptoms. (Pt.) Had right arm symptoms years ago but these have resolved. (Pt.) Denies any weakness or dropping objects. (Pt.) Had a cervical MRI about four years ago with some stenosis. On (B)(6) 2011: minimal (2-3)mm retrolisthesis of l4 on l5 MRI cervical spine w/o contrast: diffuse combination degenerative disc disease and marginal spurring at c3-4 through c7-t1 . There is mild central canal stenosis at c4-5 and moderate central canal stenosis at c5-6 with some mild impingement upon the anterior aspect of the spinal cord. Moderate to severe left-sided neural foraminal encroachment at c3-c4 and c4-5 and severe left sided neural foraminal encroachmentat c5-6. There is also evidence for moderate-to-severe bilateral neural foraminal encroachment with right great than left at c6-7 (B)(6) 2011 about one week ago (pt.) Developed a severe episode with weakness and numbness and to right foot. (Pt.) Has been taking anti-inflammatories. (Pt.) Has difficulty sleeping and walking because of leg pain. MRI and CT of the lumbar spine from (B)(6) 2011 which the patient has, shows an l3 to 51 instrumented fusion with interbody fusion, there is a fluid collection which the report indicates has decreased from previous MRI scan. Also the left l4 screw slightly out of pedicle. There is no evidence of residual stenosis. Cervical MRI from (B)(6) 2011 shows degenerative disc disease from c4 to c7 with spinal stenosis greatest at c5-6 and mild at c4-5. Bone scan shows some uptake at l3 (B)(6) 2011 ¿ pt returns to review lumbar MRI that was done this morning. Pt is not having an increase symptoms. Denies any fevers and chills or any change in pain. Lumbar spine examination shows range of motion of the lumbar spine was severely restricted in flexion, extension, right and left lateral bend. Palpation revealed tenderness in the midline lumbar spine, and mild para-spinal muscle tenderness. There was bilateral sciatic notch tenderness. There was no sacro-iliac joint tenderness. Cervical spine inspection shows the cervical spine has a normal curvature. On axial compression there is no pain. Cervical spine range of motion is restricted. There is minimal tenderness to palpation about the cervical spine. Upper extremity strength shows 5/5 in all muscle groups. Sensation is intact to bilateral upper extremity dermatomes. Reflexes showed 2+ biceps and triceps. There is a negative hoffman's exam. Shoulder range of motion is full and nontender. MRI shows a persistent fluid collection from l3 to 51 measuring about 6.5 x 1.5 em. Cervical MRI from (B)(6) 2011 shows degenerative disc disease from c4 to c7 with spinal stenosis greatest at c5-6 and mild at c4-5. Bone scan shows some uptake at l3 (B)(6) 2012 - pt returns to review latest MRI scan. Pt is having the same symptoms. Denies any fevers or chills. On (B)(6) 2012- continued pain within the lower back with intermittent radiculopathy to the right leg and toes for 2 years. History of four prior surgeries with the most recent surgery on (B)(6) 2012. MRI of the lumbar spine without contrast. Diffuse lumbar spondylosis with varying degrees of mild neural foraminal stenosis seen at l2-l3, l3-l4, l4-l5 and l5-s1 trace {approximately1-2 mm} retrolisthesis of l2 on l3 is seen. ¿a 6mm t2 hyperintense lesion is seen within the interpolar region of the right kidney which likely represents a renal cyst.¿ within the posterior soft tissues immediately posterior to the thecal sac is a fluid collection measuring 1.6 x 3.3 x 6.7 cm. T11 --t12: mild loss of disc hydration. A tiny schmorl¿s node is seen within the inferior t11 endplate. T12-l1: mild bilateral facet arthropathy l1-l2: minimal bilateral arthropathy; mild ligamentum flavum thickening. L2-l3: broad based disc bulge in conjunction with posterior osteophytic ridging and mild-to-moderate facet arthropathy results in mild right-sided neural foraminal narrowing. L4-l5: susceptibility artifact is seen within the disc space, which is consistent with post surgical changes. An approximately 2mm broad based disc osteophyte complex effaces the ventral thecal sac without evidence of spinal canal stenosis. Mild narrowing of the bilateral neural foramina is seen secondary to moderate bilateral facet arthropathy. A post-operative seroma is noted measuring 6.5 cm x 1.7 cm (ap dimension) x 3 cm (transverse dimension). The size of the disc herniation at the l2 level appears slightly improved. On v 2012- patient returned to follow up on new lumbar MRI. (Pt.) Is having increasing back pain but no change in leg pain. Radiographs: four views of the lumbar spine shows hardware is well-placed; no motion to suggest pseudoarthrosis MRI/CT: (B)(6) 2012 - lumbar MRI shows his fluid collection has not changed in size. Status post l3-s1 fusion complicated by wound infection 2. Persistent fluid collection (B)(6) 2011: office visit: new patient consult. ¿(B)(6) man with history of spondylolisthesis at l5-s1. Chronic ongoing back pain. In (B)(6) 2010 patient experienced pain radiating into lower right extremity as far as the foot with parasthesias of toes. Patient had two epidural blocks with no significant benefits.¿ on (B)(6) 2010 patient underwent fusion surgery at l5-s1. Patient awoke in ICU being advised by the surgeon that a mistake had been made and they had to fuse l3-4 and patient was actually fused from 3 to the sacrum and patient had an episode of hypoxia in the or that was felt to be due to pulmonary embolism. Patient had a greenfield filter placed. Patient experienced nausea and vomiting quite severe for a period of weeks. MRI was done roughly 3 weeks later and a large fluid collection was noted as an abscess. Patient had two additional surgeries of incision, drainage, and debridement. Patient was advised there was no csf leakage and also evaluated the fusion and added some bmp in the lateral gutters apparently¿. Patient had a PICC line placed. Patient was placed on antibiotics for approximately 8 weeks and then switched to p.o. Antibiotics. Four months post-op patient had increasing low back pain and another mdri was done and was advised there was still fluid collection. On (B)(6) 2011 patient had fourth surgery on. Patient was recultured and there was no growth. Patient recently had ultrasound done of right upper extremity showing thrombosis of the right arm and was placed on lovenox and is still on it. At present time, patient does not have any significant lower extremity numbness, pain, or focal weakness. No significant problems with bowel or bladder control. Principal problem is pain in lower back. Patient takes nucynta 75 mg and intermittently uses dilaudid as well. Patient states blood work has improved over the past several months. Patient has seen infectious disease expert at (B)(6). Is scheduled for CT scan in coming weeks and was advised to have additional surgery for purposes of removing hardware as it was felt the infection could not be treated successfully with hardware in place. Recommendations: ¿patient was advised to postpone surgery for hardware removal until additional information is available. Recent tests show evidence of loosening of the screws. No infection involving the hardware bone interface is seen. Removing hardware without evidence of a solid fusion may cause additional problems. Doctor suggests having a culture taken of what appeared to be a small pulse in the suture area. Another option is to consider a type of electrical stim unit to enhance fusion. Patient has no nausea or vomiting however the fluid collection seen in several mris is suspicious of csf.¿ on (B)(6) 2011: return office visit patient returned today for follow up. Doctor has had time to review most recent CT scan. Patient does not have solid fusion anteriorly or posteriorly. Patient appears to be fused at 4-5 and partly fused at 3-4. Patient is having MRI done next day which will be compared to last one. Still has increasing back pain and fluid production. Doctor suggests having radioisotope myelogram to determine if there is a csf in the posterior fluid collection. Patient shows further bone growth at l5-s1. On (B)(6) 2013: consultation and follow up patient has no new symptoms or issues last lumbar surgery was done in (B)(6) 2011 patient apparently still has fluid collection on recent imaging studies patient is under care of infectious disease doctor and is considering additional treatment options patient underwent two 6 week courses of antibiotics and was treated with p.o. Rifampin patient still has moderate low back pain patient brought in past imaging studies for review MRI from 2012 shows fluid collection at level of prior surgery patient had fusion with pedicle screws and interbody spacers solid fusion cannot be confirmed CT scan from 2011 shows some degenerative narrowing at 2-3 which was present prior to surgery recommendations: open procedure at this time is ill advised aspirating the fluid would be worthwhile however patient appears asymptomatic. Blood work is all within normal limits cannot be sure if ongoing back pain is in anyway related a new CT scan is recommended to establish if there is solid fusion then make additional treatment/surgery options if necessary (B)(6) 2013 imaging study compared to (B)(6) 2011 findings: stable post-op changes from an l3-s1 fusion with no evidence of hardware failure or loosening l5-s1 fusion is not solid and most likely indicates pseudoarthrosis solid fusion is seen at l3-l5

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2013 chest x-rays - multiple pa and lateral chest x-rays appear normal. No infiltrates are seen. Slight hilar adenopathy is noted. No cardiomegaly. Ribs are normal. Laterals show ddd of the thoracic discs. No spinal films provided.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2011 lumbar spine series wide lumbar decompression is seen with pedicle screws from l3 to s1. Interbody spacers are seen at l3, l4 and l5. Lateral views show good maintenance of lordosis and screw position. Dynamic views show no movement from flexion/extension (B)(6) 2012 lumbar MRI pedicle screw construct l3-l4-l5-s1. Central cyst is seen potentially pseudo menigiocoele vs. Seroma. Significant disruption of posterior elements is verified. Interbody spacers are all crescents placed from the left. No residual stenosis is seen. Some fullness is seen on the left at the insertion points of the interbody spacers. (B)(6) 2013 lumbar spine series wide lumbar decompression is seen with pedicle screws from l3 to s1. Interbody spacers are seen at l3, l4 and l5. Lateral views show good maintenance of lordosis and screw position. Dynamic views show no movement from flexion/extension. No interval changes are noted from the studies taken on (B)(6) 2011. (B)(6) 2013 lumbar CT fine cuts show good position of screws, rods and spacers. Left l5 screw penetrates lateral wall of l5. Continuity of fusion bone is noted at l3 and l4 but is questionable at l5. Artifact makes canal assessment difficult. Coronal cuts appear to show continuity of fusion bone posteriorly along facets from l3 to s1. (B)(6) 2013 lumbar spine series again shows construct as noted above without change. Dynamic views again show no movement. (B)(6) 2013 ultrasound guided needle biopsy of superficial seroma at l4.

Event description:
On (B)(6) 2013: the patient underwent CT of the lumbar spine due to low back pain. Impression: at l5-s1 the fusion is not solid and most likely indicates a pseudoarthrosis; there is a solid fusion at l3-5. On (B)(6) 2013: the patient underwent MRI of the right knee. Impression: subtle free edge oblique tear of the body of the medial meniscus; thickened medial plica and medial patellar chondral fissuring.

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2010 lumbar MRI. Sagittal views show desiccation of l4 and l5 with posterior bulging, hyperintense zone and annular tear at l4, subannular bulge at l5. Joint space narrowing also noted at l2/3. Axial views show foraminal stenosis at l5 which is worse on the right than the left. Mild central stenosis at l5 but not at other levels. Very small hnp on the right at l3. (B)(6) 2010 lumbar x-rays show degenerative anterior spurring at l2/3. Disc space narrowing noted at l5/s1 with some vacuum disc noted at l5. Anterior and posterior osteophytes noted at l4/5. Apparent pars defect is also noted at l5. Ap view shows early arthritis of both hips. No clear scoliosis is noted. Dynamic views show minimal 3-4 mm translation at l5/s1 (B)(6) 2011 lumbar MRI. Fusion surgery has occurred at l3, l4, l5 and s1 with spacers and pedicle screws in position. Dorsal seroma is noted behind the l4 and l5 vertebral bodies. Axial views show crescents in good position. Artifact obscures accurate location of pedicle screws, seroma sits between the rods. No stenosis is apparent in any views. (B)(6) 2011 ap, lateral and dynamic lateral views show fusion construct l3 to s1. No movement is noted and construct is in optimal position. (B)(6) 2011 cervical MRI. Loss of cervical lordosis through central segments with disc bulging c4/5, c5/6 and c6/7. No cord signal changes are noted. Subannular protrusion is noted at c5/6. Axial views show this is largely central. (B)(6) 2011 lumbar MRI. Lumbar fusion construct still noted l3 to s1 with seroma from the l3/4 disc space to the l5/s1 disc space. Increased signal is also noted within the vertebral bodies on either side of the l3 disc space. This is noted within the vertebral body on the sagittal and axial views. It is larger on the left, but involves nearly 25% of the body area on axial views. (B)(6) 2012 lumbar MRI. Very little change from the MRI from (B)(6) 2011. Some lytic areas are noted mid l3 in addition to the increased signal involving both l3 and l4. (B)(6) 2012 lumbar MRI. Fusion l3, l4, l5 and s1 with spacers and pedicle screws in position unchanged from above. Dorsal seroma is noted behind the l4 and l5 vertebral bodies. Axial views show crescents in good position. Artifact obscures accurate location of pedicle screws, seroma sits between the rods. No stenosis is apparent in any views.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 7510800, lot m110821aae and part # 7510400, lot m110915aab. Expiration date for part # 7510800, lot m110821aae is 09/01/2012; expiration date for part # 7510400, lot m110915aab is 05/01/2013. Manufacture date for part # 7510800, lot m110821aae is 04/22/2010; manufacture date for part # 7510400, lot m110915aab is 07/15/2010. Review of ap and lateral lumbar radiographic films verify tlif l3/4, l4/5, l5/s1 with segmental screws and peek spacers in good position. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
On (B)(6) 2014 the patient presented with the diagnosis of back pain and underwent right l2-3 facet joint infusion. Impression: successful right l2-3 facet joint anesthetic infusion leading to the improvement of back pain. Post operative diagnosis: back pain secondary to degenerative disease. On (B)(6) 2014 the patient has brought in lab results from the past year that showed on 3 occasions, he had an elevated white count, with an increase in neutrophils on each occasion. His cultures of the back infection were (B)(6).

Event description:
On (B)(6) 2013 the patient presented for consultation. The patient's history was reported as a 03 sept 2010 lumbar fusion l3 to s1 with bmp for preoperative diagnosis of l5-s1 spondylosis. It was reported that after the surgery the patient had severe pain and infection. The patient then reportedly underwent a debridement and fusion with bmp four months after the initial surgery. Per the doctors notes "apparently he had nausea and vomiting for 4 months post op." There was a question of osteomyelitis. He had a second debridement on (B)(6) 2011. The patient was then reportedly on antibiotics for a year. The patient presented in the consultation with constant low back pain; small seroma; depression, sleep disturbances, weight gain, nausea, vomiting, and visual loss. The patient reported he had been told he had a p. Acnes bacterium and failed fusion for which he would need hardware removed, infection treated and then re-instrumentation. On (B)(6) 2013 the patient presented with pain and underwent a lumbar spine CT which demonstrated a stable appearance of the fusion of l3-s1 without evidence of hardware failure; 3mm retrolisthesis of l2 on l3 on extension, which was not significantly changed on flexion; and mild to moderate degenerative disc disease of the lumbar spine and visualized portions of the thoracic spine including anterior marginal osteophytes most proximately at l2-l3. There was atherosclerotic vascular calcification of the abdominal aorta. Per the doctors notes"...CT scan shows to me that the intervertebral space at l3-4 to the sacrum is fused at each of the 3 levels. There appears to be bone growing across the cage as well as posteriorly. There is no evidence of any loosening of the screws. "A MRI scan conducted months prior had shown a seroma posterior to the thecal sac. "The CT shows though that he has overgrowth of the bmp bone to the l2-3 facet, fairly severe on the right side. This corresponds to his pain.".

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2013 knee MRI right sagittal, coronal, axial views in t1, t2 and fs sequences are provided. Bony architecture is normal without edema. Menisci appear normal without tears although minimal signal is seen in the medial meniscus centrally that could represent some some internal disruption but it does not extend to a surface. Collateral ligaments, patella, meniscotibial and meniscofemoral ligaments, semimembranosis/semitendinosis, sartorius are all normal and intact, cruciates are intact. No pathology seen and no spinal pathology delineated.

Manufacturer narrative:
Additional information: (B)(6) 2013 lumbosacral spine series posterior construct from l3 to s1 with segmental pedicle screws and rods at each level. Interbody peek spacers are seen at l3, l4 and l5. Position of all screws, spacers and rods are optimal. Flexion/extension dynamic views show no movement. On (B)(6) 2014 fluoroscopic lumbar views several views of the upper portion of the construct around l3 during pain management procedures to the facets at l2/3. 25-gauge needle is seen within the l2/3 facet on one view. All other shots are oblique views along the axis of the pedicle screws of l3 on the right.

Event description:
In (B)(6) 2011 the patient underwent surgery which consisted of a spine washout. On (B)(6) 2011 the patient presented with ongoing back pain and numbness and tingling in right foot. Per the encounter notes, after the patients (B)(6) 2010 surgery the patient became "fairly sick" and was found to have propionibacterium acne. After 3 surgeries attempting to remove the infection, the patient was finally placed on suppressive antibiotics. Impression: chronic infection and failure of fusion. A review of a recent MRI showed a fluid collection posterior to the dura in the lumbar spine between l3 and s1. There were not epidural abscess or compression of the thecal sac, however neural foramen all appeared to be open. On a CT scan that patient appeared to have solid fusion at l3-4 however l4-5 was questionable and l5-s1 appeared not to be fused. Again, per the encounter notes, "the patient has the distinct possibility that he retains a chronic infection. Propionibacterium acnes is very difficult to clear from retained hardware. Until the hardware comes out there is no guarantee that the infection is gone,<(>,<)>," on (B)(6) 2011 the patient presented with back and leg pain. The patient underwent a bone scan which did not show any uptake in the lumbar spine and some mild uptake consistent with degenerative changes at the l2-3 level. Assessment: possible adjacent disc disease - no evidence of instability or failed fusion. The patient underwent x-rays of the lumbar spine which demonstrated no dynamic instability at the fusion site or above it and old superior endplate compression fracture at the t12 level with marked narrowing of the t11-12 disc space. (B)(6) 2012 the patient presented with pain and reportedly underwent a MRI which demonstrated a moderately large fluid collection at the level of the prior surgery. It was difficult to determine if there was a solid fusion. On (B)(6) 2013 the patient presented with fluid collection (as seen on recent studies) in the lumbar spine region. Per the encounter notes, the patient was under the care of an infectious disease doctor and had been on two 6 week courses of intravenous antibiotics and was also treated with rifampin. At the time of this appointment the patient complained of continued mechanical low back pain of moderate severity with some radicular symptoms. Previous blood work was normal. Per the doctor "...I do not know for sure whether or not the ongoing mechanical back pain is related in anyway to this residual fluid ..." On (B)(6) 2013 the patient presented with back pain. On (B)(6) 2013, the patient had an l-spine x-rays. No notation on findings provided. On (B)(6) 2013, the patient had a lumbar MRI without contrast for a follow up seroma with no new symptoms. The MRI revealed no significant interval change since (B)(6) 2012; stable posterior midline seroma posterior to l4 to l5; fusion changes at l3-4, l4-5 and l5-s1; and no central canal stenosis throughout, there is mild to moderate bilateral neural foramina narrowing at l5-s1 with some impingement upon the exiting l5 nerve roots bilaterally. On (B)(6) 2013, the patient had a needle biopsy to aspirate skin abcess cyst. The following laboratories were taken: aerobic culture, anaerobic culture, fungal culture, and afb culture. No cultural results were noted.

Event description:
It was reported that in (B)(6) 2011, the patient underwent surgery which consisted of a spine washout. On (B)(6) 2011, the patient presented with ongoing back pain and numbness and tingling in right foot. Per the encounter notes, after the patient's (B)(6) 2010 surgery, the patient became ¿fairly sick¿ and was found to have propionibacterium acne. After 3 surgeries attempting to remove the infection, the patient was finally placed on suppressive antibiotics. Impression: chronic infection and failure of fusion. A review of a recent MRI showed a fluid collection posterior to the dura in the lumbar spine between l3 and s1. There were not epidural abscess or compression of the thecal sac, however neural foramen all appeared to be open. On a CT scan that patient appeared to have solid fusion at l3-4 however l4-5 was questionable and l5-s1 appeared not to be fused. Again, per the encounter notes, ¿¿ the patient has the distinct possibility that he retains a chronic infection. Propionibacterium acnes is very difficult to clear from retained hardware. Until the hardware comes out there is no guarantee that the infection is gone,<(>,<)>,¿ on (B)(6) 2011, the patient presented with back and leg pain. The patient underwent a bone scan which did not show any uptake in the lumbar spine and some mild uptake consistent with degenerative changes at the l2-3 level. Assessment: possible adjacent disc disease ¿ no evidence of instability or failed fusion. The patient underwent x-rays of the lumbar spine which demonstrated no dynamic instability at the fusion site or above it and old superior endplate compression fracture at the t12 level with marked narrowing of the t11-12 disc space. On (B)(6) 2012, the patient presented with pain and reportedly underwent a MRI which demonstrated a moderately large fluid collection at the level of the prior surgery. It was difficult to determine if there was a solid fusion. On (B)(6) 2013, the patient presented with fluid collection (as seen on recent studies) in the lumbar spine region. Per the encounter notes, the patient was under the care of an infectious disease doctor and had been on two 6 week courses of intravenous antibiotics and was also treated with rifampin. At the time of this appointment the patient complained of continued mechanical low back pain of moderate severity with some radicular symptoms. Previous blood work was normal. Per the doctor ¿...I do not know for sure whether or not the ongoing mechanical back pain is related in anyway to this residual fluid ...¿ on (B)(6) 2013: the patient presented for x-rays for the lumbar spine. Impression: stable postoperative changes from a l3-s1 posterior fusion with no evidence of hardware failure or loosening. On (B)(6) 2013, the patient presented with back pain.

Manufacturer narrative:
.

Event description:
On (B)(6) 2010: the patient presented with low back pain, occasional right leg sciatica, weakness and numbness in his right foot, difficulty sleeping, and decreased range of motion in the lumbar spine. Impression: low back pain; right l5 radiculopathy. On (B)(6) 2010: the patient underwent x-rays of the lumbar spine due to back pain. Impression: degenerative and osteoarthritic changes are seen associated with mild scoliosis; there appears to be a small component of instability on the flexion and extension views centered at l5-s1 and there is limited range of motion on forward flexion. The patient underwent MRI of the lumbar spine due to low back pain extending into the right leg. Impression: discogenic disease of the lumbar spine. There are bilateral pars at l5, with approximately 2mm of anterolisthesis of l5 on s1. In addition, there is severe discogenic disease at this level, with a 5mm disc bulge noted, which compresses the right s1 nerve root within the lateral recess, and both l5 nerve roots within the neural foramina; at l2-3, there is moderate discogenic disease noted with a 3mm right paracentric disc protrusion noted. Compressing the right l3 nerve root within the lateral recess. On (B)(6) 2010: the patient presented with low back pain, and recent onset of weakness and numbness in the right foot. The patient reports difficulty sleeping and exhibits restricted range of motion in the lumbar spine. Impression: low back pain; right l5 radiculopathy; pars fracture at l5; spondylolisthesis l5-s1. On (B)(6) 2010: the patient underwent an MRI of the spine due to continued pain. They demonstrated a very large abscess abutting the spinal cord. On (B)(6) 2011: the patient underwent MRI of the cervical spine. Findings: degenerative disc disease from c4-c7 with spinal stenosis greatest at c5-6 and mild at c4-5. The patient underwent x-rays of the cervical spine. Impression: post-surgical changes from l3-s1 without evidence for hardware failure, hardware fracture, or abnormal movement during flexion and extension. On (B)(6) 2011: the patient presented with low back pain and limited range of motion in the lumbar spine, difficulty sleeping. Impression: status post l3-s1 fusion complicated by wound infection; cervical degenerative disc disease with stenosis c4-6.on (B)(6) 2011: the patient presented status post two I and d procedures for infected fluid collection, as well as multiple spinal surgeries with hardware; persistent residual soft tissue and/or fluid collection representing seroma vs persistent infection; chronic back pain; diabetes mellitus; chronic renal insufficiency; microcytosis without obvious anemia; exogenous obesity. On (B)(6) 2011: the patient underwent a radionuclide three phase bone scan. Impression: there is mild to moderate activity at about the l3 level on the delayed images; there are no convincing signs of osteomyelitis; the findings are compatible with postsurgical changes at l3-s1. On (B)(6) 2011: the patient underwent MRI of the lumbosacral spine. Findings: extensive postoperative changes with bilateral pedicle screws and rods seen as well as laminectomy defects noted and intervertebral disc grafts seen from the l3-4 through the l5-s1 levels. A post-operative seroma is noted measuring 6.5 cm x 1.7 cm x 3 cm. This abuts but does not efface the posterior margin of the thecal sac. Post-operative inflammatory changes are seen in the adjacent subcutaneous fat and soft tissues/muscles; mild to moderate degenerative changes are once again seen from the t11-12 through the l5-s1 levels. The size of the disc herniation at the l2-3 level appears slightly improved in the interval. A left paracentral /neural foraminal disc herniation and/or granulation tissue/scar at the l3-4 level is more noticeable than on the previous study with at least a mild degree of left neural foraminal narrowing seen. The disc herniation at the l4-5 level is also reduced in size in the interval, although 3-4 mm left paracentral/neural foraminal residual/recurrent disc herniation and/or granulation tissue/scar is seen. On (B)(6) 2012: the patient underwent an MRI of the lumbar spine without contrast. Impression: no significant change is seen when compared to (B)(6) 2012. A 1.6 x 3.3 x 6.7 cm fluid collection is seen within the posterior paraspinal tissues at the level of l3-4 through l5-s1. This contacts but does no appear to extend into the adjacent thecal sac and likely represents a postoperative seroma; postsurgical changes of posterior decompressive surgery with interpedicular screws and posterior rods are again seen at l3-s1; diffuse lumbar spondylosis, as described below, with varying degrees of mild neural foraminal stenosis seen at l2-3, l3-4, l4-5 and l5-s1. On (B)(6) 2013 the patient presented with back pain. The patient presented a CT scan from an earlier unspecified date. It demonstrated that the intervertebral space at l3-4 to the sacrum is fused at each of the 3 levels. There appears to be bone growing across the cage as well as posteriorly. There is no evidence of any loosening of the screws. Previous MRI scan shows a seroma posterior to the techal sac. The CT shows that he has overgrowth of the bmp bone to the l2-3 facet, fairly severe on the right side that corresponds to his pain. Impression: extension of fusion to l2-3 with removal of overgrown osteophyte would be the surgical treatment of choice. The patient underwent x-rays of the lumbar spine. Impression: stable appearance of posterior fusion of l3-s1 without evidence of hardware failure; 3mm retrolisthesis of l2 on l3 on extension, which is not significantly changed on flexion; mild to moderate degenerative disc disease of the lumbar spine and visualized portions of the thoracic spine.on (B)(6) 2011/(B)(6) 2012/(B)(6) 2012/(B)(6) 2013: the patient presented with low back pain, limited range of motion. Impression: status post l3-s1 fusion complicated by wound infection; persistent fluid collection. On (B)(6) 2013: the patient presented for an ultrasound guided aspiration of paralumbar collection. Impressino: aspiration of a paralumbar collection with approximately 2-3 ml of bloody, nonpurulent fluid obtained and sent for analysis. On (B)(6) 2014: results of the seroma biopsy were negative for any aerobic and anaerobic growth, fungal, or tb. On (B)(6) 2014: the patient presented with low back pain, axial from l3-s1 without radicular symptoms but with radiation to the lower thoracic region when the pain becomes severe. The patient has difficulty sleeping. Pain is revealed with lumbar range of motion. Assessment: lumbosacral spondylosis without myelopathy; postlaminectomy syndrome lumbar region; chronic pain syndrome. On (B)(6) 2014: the patient presented with back pain secondary to degenerative disease and underwent a paraspinous injection with fluoroscopic guidance. Pre-procedure bloodwork demonstrated leukocytosis 12.7 and thrombocytosis 555.000.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.